Manufacturer narrative:
Eval in progress, but not concluded.

Event description:
During cardiopulmonary bypass, the centrifugal pump stopped unexpectedly. The pump was replaced and the procedure was concluded without incident. There was no adverse consequence to the pt as a result of this event.